Manufacturer narrative:
Concomitant medical products: 4068-45, lead, implant: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited low impedance. It was further reported that the right atrial (ra) lead exhibited low impedance and under-sensing. It was also reported that the implantable pulse generator (ipg) goes in and out of paced rhythm. The rv lead, ra lead and ipg remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that reprogramming was done.